Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a blood glucose level of 415 mg/dl. Customer also stated that she needed assistance with adjusting the insulin pump's settings. Customer stated that she would contact her health care provider. The insulin pump was not replaced or returned for analysis.